Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with the knife blade assembly disengaged from the cartridge. Functional evaluation was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, a metal part of the device cartridge seemed to be bent at surgical field so the surgeon stopped using the device. When they removed the cartridge from the instrument, however the cartridge went to pieces. Nothing fell into the patient's cavity. The procedure was completed with another device. The patient status has no injury.